Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the r-wave was low on a remote monitoring transmission. The patient was brought to the office, and the manual r -wave was okay. The device remains in use. No patient complications have been reported as a result of this event.